Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One tray sample was received at the manufacturing site for evaluation. The sample was visually evaluated, and the reported issue was confirmed, the tray should have contained ten sponges but only had nine. A possible root cause of the miscount could be that the bundle's embossed band that hold the sponges together was not tight enough or missing, therefore allowing one of the ten sponges to work itself loose. The sponges are packed inside the tray in packs of ten, before the tray is sealed, if the embossed band is loose or missing, the sponges may separate or fall out of the tray during the process. After reviewing the returned sample, the embossed band was not returned with the sample, this band helps track that machine that the sponges were produced on. As part of continuous improvements, the following corrective actions have been taken. All employees and supervisors involved in the manufacturing of this item have been made aware of the miscount, incorrect sponge bundle count acceptable quality limit checks are being done at the beginning, middle and end of each lot, and inspections are being performed based on a statistical sampling both physically and visually. These actions are designed to prevent the recurrence of the miscount.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the package contained only 9 sponges instead of 10.